Event description:
On (B)(6) 2023, a notification was received indicating that a patient, listed on the shoulder arthroplasty registry, experienced an adverse event. The adverse event occurred two years after the initial scr procedure. The patient was revised to an rsa and therefore technically exited from the study. No additional information was provided, and additional information was requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.